Manufacturer narrative:
Follow-up # 1 ¿ (09/22/2014), the patient¿s meter has been returned on 9/12/2014 and evaluated by lifescan product analysis on 9/15/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging the meter displayed inaccurate high readings on the lifescan ultra2 meter compared to feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began on (B)(6) 2014. On an unspecified time, the patient reported obtaining inaccurate high blood glucose results of ¿205,283,184 mg/dl¿ on the subject meter compared to feelings/normal results. The patient stated that he manages his diabetes with pills, diet and exercise. The patient denied taking action prior to the alleged incident. The patient claimed at an unknown period of time after the issue occurred; he developed symptoms of feeling ¿shaky.¿ however, denied receiving any medical treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the correct unit of measure was used at the time of testing. Replacement products have been sent to the patient. This complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2014). The patient¿s test strips have been returned on 10/16/2014 and evaluated by lifescan product analysis on 10/17/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.